Event description:
The user facility reported that a patient endured occasional runs of ventricular tachycardia and ectopy during impella 5.5 support due to patient positioning which self resolved. Support continued with the implanted pump. The patient was bridged to transplant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.